Event description:
It was reported the pt is experiencing ineffective stimulation. A sjm rep attempted reprogramming; however, the pt still does not have entire coverage in his pain pattern, and experienced a shocking sensation which afterwards turned off his scs ipg. An invalid impedance was also observed for the scs lead. The pt also reported his lead had moved but has no recollection of when it occurred. At this time, the pt does not desire surgical intervention. Follow-up identified the pt is no longer experiencing the shocking sensation with the new pt programmer. The sjm rep will meet with the pt for add'l reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.